Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the audible tones were functioning intermittently. The pump was opened and one of the electrical connectors on the printed circuit board for the audible alarm circuit was found to be misaligned.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.